Event description:
Customer reported receiving a button error alarm. Customer stated that they went swimming earlier in the day. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage to the keypad traces. No moisture damage on electronics was noted. The insulin pump was received with a cracked display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.